Event description:
It was reported that the patient experienced pain, non-auditory sensations and a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.